Event description:
Patient reported the right implant has ruptured, the "lymph nodes are up on the right side where it's ruptured." Patient additionally reported "for the last 4 years they have been quite poorly", unrelated to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell and others. A microscopic analysis was performed which identified: a sharp broken with non-penetrating nick near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as surgical impact.

Event description:
Patient reported the right implant has ruptured, the "lymph nodes are up on the right side where it's ruptured." Patient additionally reported "for the last 4 years they have been quite poorly", unrelated to the device. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Photo evaluation: visual analysis of the photographs identified device patch with lot number 2647351, catalog number tsm360, red particles on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported the right implant has ruptured, the "lymph nodes are up on the right side where it's ruptured." Patient additionally reported "for the last 4 years they have been quite poorly", unrelated to the device. The device remains implanted.